Event description:
It was reported that a request of right ventricular (rv) lead pacing impedance trend was made. Technical services (ts) discussed the pacing impedance had rose from 367 ohms to 1159 ohms and a few days later dropped to 949 ohms. Ts recommended confirming if the patient had a procedure. All impedance measurements were within normal limits. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).